Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead broke off in mouth while brushing teeth / broken brushhead [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that one week after she had replaced her oral-b sensitive brushhead, it broke off in her mouth while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. 12-oct-2015 received follow-up email from consumer: the consumer reported that the brushheads had never been dropped. No further information was provided.